Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5151449.

Event description:
Voluntary medwatch received states that patient's right ventricular (rv) lead exhibited low, out of range pacing impedance. Loss of capture and pacing inhibition was also noted. No intervention was done. There were no patient consequences.